Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere 9 catheter, a pericardial effusion occurred that required drainage. The patient experienced a drop in blood pressure during the procedure, prompting an ultrasound, which did not reveal any abnormalities at that time. After the procedure, an ultrasound in the recovery room also showed nothing abnormal. One hour after ablation, the patient complained of abdominal compression, and a subsequent ultrasound revealed a pericardial effusion. The patient underwent drainage, with 250 milliliters of blood withdrawn, and a chest drain was placed. The effusion was believed to have originated in the right atrium, as it stopped after drainage and the patient was well-anticoagulated. The event led to an extended hospitalization of approximately four days. No further patient complications have been reported as a result of this event.